Event description:
It was reported that the patient frequently experienced stimulation turning on and off without explanation, and when this happened powerful electric shocks were felt. Despite several attempts at reprogramming, and replacing the remote, the issue was not resolved. When trying to assess the reported issue, it was found that most of the electrodes were shown to have high impedances. Patient then underwent a revision procedure to replace the implanted devices, and is doing well post-operatively.

Manufacturer narrative:
Correction to d6 implant date: (B)(6) 2017.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 19929008. Product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 19929008. Product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 20483997.

Event description:
It was reported that the patient frequently experienced stimulation turning on and off without explanation, and when this happened powerful electric shocks were felt. Despite several attempts at reprogramming, and replacing the remote, the issue was not resolved. When trying to assess the reported issue, it was found that most of the electrodes were shown to have high impedances. Patient then underwent a revision procedure to replace the implanted devices, and is doing well post-operatively.